Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button and pump touch screen "did not work". Reportedly, the pump had to be plugged into a power source in order for it to function. There was no reported impact to customer¿s blood glucose. Customer reverted to an alternate pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.